Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per (B)(4). Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per (B)(4). Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. A large amount of air entered in the reservoir at the time of filling reservoir. The same event also occurred on the newly opened vials. No harm requiring medical intervention was reported. The device will not be returned for analysis.